Event description:
A consumer reported experiencing halos and blurred distance vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon believes that the pt's symptoms are not lens-related; rather, due to the clouding of the posterior capsule. The surgeon further reported the pt having some residual refractive error. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/22/2009 and 10/26/2009 by phone, fax, and mail. A completed questionaire was received on 10/26/2009.